Manufacturer narrative:
(B)(4). Additional information: when opening the box there were 6 items of 1901b and 4 items of 1906b to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify what product code you initially ordered? What is the lot number?

Event description:
It was reported that when opening the box there were mixed items. There was no patient involvement.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. A review of the batch manufacturing records for product code (B)(4), lot 3930362 was conducted and the batch met all finished goods release criteria . Expiration date: (B)(4) 2022. Manufacturing date : (B)(4) 2017. Additional information was requested and the following was obtained: please verify what product code you initially ordered? Surgicel (B)(4). Order had been delivered on (B)(4) 2006, but in the box were only 6 eaches of 1901b and also 4 eaches of product code (B)(4). What is the lot number? 3930362 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code and lot number of the outer box? What is the lot number 1901b?

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: when the nurse opened the box was the cellophane intact? Yes when the customer opened the box was there a seal or was the seal broken? Not broken when the nurse opened the box was it a new box or was the box previously opened and sitting on the shelf? New did the product inside match what is on the outside of the package? Yes for 6 items and 4 no different.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 12/18/2018. Additional information was requested and the following was obtained:: please let us know if the correct product code and lot number for (B)(4) is product code 1906gb, lot 3930363? The sales consultant filled in the complaint so she made a typo. What you received is what the complaints about. Do you know the lot number of the product code 1901b (not returned for evaluation)? We do not know the lot unfortunately.